Event description:
It was reported that the pump had to be "reset" following an MRI, though the reason the reset was required was not specified. It was also noted that at the time of report, the patient was scheduled to have a nuclear stress test. The patient would require a shot to speed up her heart as her back prevented her from running on the treadmill. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012: product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2012: product type catheter. (B)(4).